Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an optical issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). Getinge field service engineer fse was dispatched to the site to evaluate the unit. He done the reconnection of fiber optic module, main board, solenoid driver pcb and front end pcb. Run the machine for few hour found working okay. Handed over the equipment to the customer in good working condition.